Event description:
It was reported that the proximal shaft of the xience xpedition separated during advancement over the guide wire; outside of the patient. As this happened outside of the patient it could be easily removed. The xience xpedition was replaced with another device and the procedure was finished successfully. The patient is doing well. There was no clincally significant delay in the procedure or adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported shaft detachment was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.